Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced a blood glucose level of 250 mg/dl. The customer was uncertain of the suspected cause. The customer delivered a correction bolus via the pump. Subsequently, a malfunction alarm occurred. Reportedly, the customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified, however no failure was detected related to the elevated blood glucose event.